Manufacturer narrative:
Age at time of event: about (B)(6) years old. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. An 18-4/5.8/75 xxl¿ esophageal balloon catheter was advanced to post dilate a stent. However, during the first inflation at 3 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.